Event description:
Terumo medical corporation received the following reported information: the collagen plug was exposed prior to insertion. Another device was pulled and used correctly. There was no blood loss. The procedure prior to the use of the angio-seal device was a cardiac catheterization. Additional information was received on 12nov2025: the physician did actually use the device. The plug was not present before he used it., he did however deploy the plug above the arteriotomy therefore the plug and anchor were visible after deployment. It was a physician error. The physician was retrained on a model, and he has identified his error.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a collagen positioning issue as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).